Event description:
The surgeon implanted a three piece silicone lens but it tore as it was being inserted. The lens was removed in pieces with no pt injury. The facility stated it was unk as to why the lens tore. An msi-pm injector and an aq cartridge were used but the lot numbers were not provided by the facility.